Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed. One photograph was provided for investigation. The photo showed what appeared to be the connector on a navarre drainage catheter. The inside of the white connector was visible and what appeared to be a fractured end of the flexible stylet was observed within the hub. The fractured ends of the stylet were uneven and jagged. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during ptc procedure the plastic dilator broke from the tip when attempting to remove it. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during ptc procedure the plastic dilator broke from the tip when attempting to remove it. No other information was provided.